Event description:
Stenting resolved the eogo. CT images were provided.

Manufacturer narrative:
B5 narrative info: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was receiving an intravenous (IV) iron infusion and developed low flows that lasted 54 seconds with loss of consciousness requiring cardiopulmonary resuscitation (CPR) for about 30 seconds. The patient's doppler blood pressure prior to the iron infusion was 90 millimeters of mercury (mmhg) and post CPR when the patient was awake their doppler blood pressure was 100 mmhg. Log files sent for review captured the reported low flow event on (B)(6) 2024 at 1350 with flow noted as low as 1.2 liters per minute (lpm) with elevated pulsatility index (pi) values. The flow recovered back into a baseline number after the event. It was later reported that the patient had a confirmed extrinsic outflow graft obstruction (eogo) and planned for a stenting procedure on (B)(6) 2024. The cause of the loss of consciousness was determined to be a vasovagal episode during intravenous iron infusion leading to hypotension with inability to obtain adequate flow via the ventricular assist device (vad) past the eogo. A computed tomography (CT) scan was done to determine the eogo. The low flow alarms resolved.

Manufacturer narrative:
Section h6: health effect - impact code corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed based on the images provided, and the patient remains ongoing on lvad support. The reported low flow alarms were confirmed through the review of the submitted log files. A specific cause for the low flow alarms as well as a direct correlation to the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2024, per the timestamps. A single low flow alarm was captured on (B)(6)2024, with flow decreasing to 1.2 liters per minute (lpm). The log file contained routine power source exchanges and pi events. No other notable events were recorded. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, "patient care and management", includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.